Manufacturer narrative:
An investigation into the root cause of the incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2014 by the international distributor, "two electrodes of starburst talon have been broken during procedure, one of the broken electrodes was taken out through surgery". Procedure completed with another same device and no harm or injury was reported for the pt.